Event description:
It was reported that patient has been on normothermia targeted temperature (tt) was 37c for 2 hours and patient temperature (pt) has dropped from 35.1c to 33.9c. Water temperature (wt) was 16.4c, water flow rate (wfr) was 1 l/m. 2 pads connected to device. Unable to apply all for pads but can add at least one additional pad. Advised to connect all pads but the lay the ones they were unable to place to the side. Discussed importance of pad coverage for temperature control. Noted water temperature should be warmer. System diagnostics were outlet monitor temperature (t1) was 17.2c, outlet control temperature (t2) was 17.1c, inlet temperature (t3) was 21.4c, chiller temperature (t4) was 7.6c, water flow rate (wfr) was 1 l/m , inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 32 percentage, mixing pump command (mpc) was 0, heater command (hc) was 94 percentage, water reservoir level (wrl) was 5, system hours were 3527.6, pump hours were 3094.1. Had stop therapy, empty pads and drain 16 ounces of water from right drain port. Restarted therapy with all 4 pads connected. Advised would call back in 20 minutes to verify water temperature increased. Called back and water temperature registering 40.1c . Encouraged them to call back with any additional questions or concerns.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient has been on normothermia targeted temperature (tt) was 37c for 2 hours and patient temperature (pt) has dropped from 35.1c to 33.9c. Water temperature (wt) was 16.4c, water flow rate (wfr) was 1 l/m. 2 pads connected to device. Unable to apply all for pads but can add at least one additional pad. Advised to connect all pads but the lay the ones they were unable to place to the side. Discussed importance of pad coverage for temperature control. Noted water temperature should be warmer. System diagnostics were outlet monitor temperature (t1) was 17.2c, outlet control temperature (t2) was 17.1c, inlet temperature (t3) was 21.4c, chiller temperature (t4) was 7.6c , water flow rate (wfr) was 1 l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 32 percentage, mixing pump command (mpc) was 0, heater command (hc) was 94 percentage, water reservoir level (wrl) was 5, system hours were 3527.6, pump hours were 3094.1. Had stop therapy, empty pads and drain 16 ounces of water from right drain port. Restarted therapy with all 4 pads connected. Advised would call back in 20 minutes to verify water temperature increased. Called back and water temperature registering 40.1c. Encouraged them to call back with any additional questions or concerns. Per follow up information received via phone on 12apr2024, it was reported that therapy was completed on the 17 year old male patient without any impacts. Mis did troubleshooting and after pads were drained and refilled, the issue was resolved.